Event description:
N/a.

Manufacturer narrative:
Microsensor (ID (B)(4)) has been returned for evaluation. Device history record (DHR)- based on the DHR review conducted, there is no indication that the production process may have contributed to this complaint. Failure analysis - a visual inspection showed no signs of damage. Water flow was tested through the catheter tubing. One flow test with the cap on and one flow test with the cap off. There were no leaks found. The device did meet the specifications. Root cause - the root cause is undetermined and was unable to be confirmed in the complaint evaluation.

Event description:
A physician reported a microsensor (ID 826653) was leaking csf during procedure after being implanted. The procedure was completed with a replacement product available and the event led to 20 minuets surgical delay. No patient consequences.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Microsensor catheter kit (ID 826653) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.